Event description:
The customer reported the left monitor was black and all lights lit on the carm control panel. They found no image in image circle and the system was tracking properly. Also, there was a white image. No pt injury was reported.

Manufacturer narrative:
The ge service rep reseated video controller, display adapter, and image processor. He reseated the cable between video controller and ip, reseated cable between ip and display adapter, and tested, found workstation will not beep when keys are pressed on keyboard.